Manufacturer narrative:
Currently it is denied that the system 83 plus device may have caused or contributed to the adverse event as alleged in legal documents.

Event description:
As alleged in legal documents.

Manufacturer narrative:
This matter and any investigation related to the same is officially closed. The complaint only arose solely out of allegations in lawsuit and this lawsuit has been resolved with absolutely no finding of liability or wrongdoing on behalf of custom ultrasonics, inc.